Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a profile snare was to be used during colonoscopy procedure performed on (B)(6) 2025. During procedure, the snare did not cut through the polyp. The procedure was completed with another of the same device. There were no patient complications as a result of this event. No further information has been obtained despite good faith efforts.